Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was noted undersensing on presenting rhythm. Low amplitude p waves measurements were consistent with historical trends. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right atrial (ra) lead undersensing was causing pacing spikes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.